Event description:
A report was received that during the scs permanent implant procedure, the physician was removing a bone when the dura was torn. The physician aborted the procedure and a dura patch kit was used. No bsn product was used or implanted during the procedure. The patient had procedural pain but was reportedly doing well.